Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the uni ted states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 after multiple infusion sets failed due to poor adhesion during the night. The infusion set detached while the patient was sleeping, and a subsequent set folded over and also fell off. Blood glucose was reported to be over 401mg/dl, and the patient later developed elevated ketones and polyuria. No further information available.